Event description:
It was reported that oversensing and episodes of inappropriate high voltage therapy were observed on the device and the right ventricular (rv) lead. The rv lead and device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.